Event description:
A tandem mobi cartridge alarm was reported, occurring during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The customer was instructed to remove the cartridge, administer a 9-unit bolus, and successfully reloaded the cartridge to resume insulin therapy, resolving the issue.